Event description:
The following was reported to hamilton medical ag: summary: blank display due to defective mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replacement defective mainboard.